Event description:
It was reported that pump exhibited failure not recognized message and that the key pad was inoperative. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
B5: additional information received on 01-aug-2022 via email and attached to complaint object: the pump was not in use when event occurred. Issue was found during operational check by a biomedical technician. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the keypad visibly peeling away from the pump, top case corners chipped, bottom case gasket damaged, and right plunger case cracked. There was evidence of the reported problem in the event history log. The first reported problem was duplicated which found syringe plunger not in place, while the second issue, keypad inoperable, was not duplicated as all the buttons were responsive. The investigation showed that the issues were due to impact and a damage keypad that was causing intermittent issues, both of which were traced to the customer as improper handling. For corrective action the plunger board and the keypad top case were replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.